Event description:
Initial result for a pt calcium was 13.4 mg/dl. When repeated, the result was 11.0 mg/dl. The incorrect results were not used to guide therapy. The field svc rep found the sample probe was not being properly cleaned and repaired the instrument by replacing the valves.